Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set packaging issue on (B)(6) 2025. It was reported that the catheter pack 6/46 was open. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). A complaint was received for the inset ii product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: a list of existing packaging controls in the inset ii manufacturing process is being compiled to document how packaging integrity issues and related defects are currently detected and prevented. These inspections are documented in the pfmeca 4906008 [68] of the inset packaging. See attached the memo quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Additionally, doc. No. 4902036 outgoing final inspection for ypsomed visual inspection before sterilization - packaging inspection test no. 4. 4.- verify next that individual set according whit document (B)(4): * properly lid assembly. * properly needle protector assembly. * information legible on lid the product. * properly assembly of the sleeve. According to doc. (B)(4): * without double tyvek. * tyvek properly welded. * there must not be firm less/loose or foreign objects inside the packages. * among others points to verify according with document (B)(4). Conclusion: although the lot number and physical samples are unavailable, the investigation includes a comprehensive review of current controls to ensure packaging integrity and compliance with established standards.

Event description:
To date no additional patient or event details have been received.